Event description:
#Medwatcher #followup1 #fdamw5040103 #(B)(4) I am now schedule for a hysterectomy on (B)(6),2015.

Event description:
(B)(4). Heavy period with blood clots painful sex always get uti. Moods changed. Fibromyalgia.